Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and developed a thrombosis. Before going transseptal, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a clot on its inside. They were unaware of the clot until a staff member mentioned it after the procedure. There¿s no mention that an intervention or prolonged hospitalization was required. Heparin was not given to the patient at the time of the clot. A picture was provided by the customer and was reviewed. The attached picture confirmed the clot. With the information available, this is being assessed as a MDR reportable patient event of ¿thrombosis¿ since the device was inside the patient¿s body at the time the clot formation occurred.

Manufacturer narrative:
Additional information was received on 22-jul-2021. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was possibly not flushing sheath or patient extra prone to clotting. No intervention provided. Only replaced sheath with a different one. There was no adverse event. There was no extended hospitalization. The picture analysis was completed on (B)(6)2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and developed a thrombosis. Before going transseptal, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a clot on its inside. They were unaware of the clot until a staff member mentioned it after the procedure. There¿s no mention that an intervention or prolonged hospitalization was required. Heparin was not given to the patient at the time of the clot. A picture showing a clot was received for analysis. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. The device history record evaluation (DHR) cannot be performed due to the lot number was not provided. The customer complaint cannot be confirmed. However, the device has not been returned for analysis. Therefore, it is not possible to determine the root cause of the failure. If the device is received in the future, the product investigation will be performed. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).